Event description:
It was reported that the patient faced hyperglycemia on (b)(6) 2026. The blood glucose was high for more than four hours and the patient was treated with syringe.

Manufacturer narrative:
E1: Name- (b)(6). Street- (b)(6). City- (b)(6). State- (b)(6). Zip Code- (b)(6). Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545,Manufacturing Site: 3003442380.